Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor commented that the 6f/7f mynx grip vascular closure device (vcd) ¿felt sticky¿ and was more difficult to deploy than normal. Device failure resulted in a hematoma. The patient had to undergo an extra ultrasound because the user could not find a ¿pedal pulse¿ after deployment. The result of the ultrasound was fine. The physician was a very experienced mynx user. It was mentioned that the doctor was hesitant to use the 6 remaining devices in the box and wanted to have them replaced. The mynx device will be returned for evaluation and additional 6 unused mynx devices will also be returned.

Manufacturer narrative:
As reported, the doctor commented that the 6f/7f mynxgrip vascular closure device (vcd) ¿felt sticky¿ and was more difficult to deploy than normal. The device failure resulted in a hematoma. The patient had to undergo an extra ultrasound because the user could not find a ¿pedal pulse¿ after deployment. The result of the ultrasound was fine. The physician was a very experienced mynx user. It was mentioned that the doctor was hesitant to use the 6 remaining devices in the box and wanted to have them replaced. The product was not returned for analysis. A product history record (phr) review of lot f2004501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿, ¿hematoma¿ and ¿pedal pulse absent¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as wrong angle deployment, may have contributed to the reported events. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it also instructs users to align the balloon catheter with the tissue tract during device deployment step. Failure to align the balloon catheter with the tissue tract may have caused the advancer tube to pinch in the catheter polyimide shaft during the procedure, resulting in the balloon taper/proximal tip being scrapped off from the device polyimide shaft, punched up against the advancer tube distal end and obstructed the device path during the device removal step. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.